Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a rapid drop in longevity over a short period of time. It was noted that the patient had received multiple appropriately-delivered shock therapies. The device remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.